Manufacturer narrative:
The patient's weight was not supplied by the customer. (B)(6) a beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. No hardware errors, flags or other assay issues were reported in conjunction with this event. There is no evidence that the access accutni+3 reagent was returned for evaluation. Two samples were sent to the beckman coulter complaint handling unit for testing. The patient samples were analyzed on the access 2 immunoassay system serial number (B)(4), and recovered with access accutni+3 results of 3.05 and 2.98 ng/ml. These results confirmed the results obtained by the customer. The access accutni+3 normal reference range is 0.00 - 0.04 ng/ml. Interference testing, using a mix of different blockers, was performed. The blockers used in the interference testing consist of pool 1 (polymak 33, hbr-1) which is composed of animal derived antibodies and ap mutein, a blocker related to alkaline phosphatase. The sample recovered above the assay reference range when tested with pool 1 of animal derived antibodies, with result of 3.07 ng/ml. The result of the interference testing using ap mutein blocker significantly reduced the result to within the assay reference range, as it recovered at 0.02 ng/ml. Per the access accutni+3 instructions for use (IFU) limitations of procedure: "for assays employing antibodies, the possibility exists for interference by heterophile antibodies in the patient sample. Patients who have been regularly exposed to animals or have received immunotherapy or diagnostic procedures utilizing immunoglobulins or immunoglobulin fragments may produce antibodies, e.g. Hama, that interfere with immunoassays. Additionally, other heterophile antibodies such as human anti-goat antibodies may be present in patient samples. Such interfering antibodies may cause erroneous results. Carefully evaluate the results of patients suspected of having these antibodies. Other potential interferences in the patient sample could be present and may cause erroneous results in immunoassays. Some examples that have been documented in literature include rheumatoid factor, endogenous alkaline phosphatase, fibrin, and proteins capable of binding to alkaline phosphatase. Fibrinolytic agents activate proteases that may influence protein measurements, including troponin. Carefully evaluate the results of patients suspected of having these types of interferences." In conclusion, the investigation demonstrated that interference, related to alkaline phosphatase, which is listed in the access accutni+3 limitations of procedure, is the cause of the falsely elevated access accutni+3 result.

Event description:
The customer reported obtaining reproducible troponin I (access accutni+3) results for one patient involving the laboratory's access 2 immunoassay system (serial number (B)(4)). The initial elevated access accutni+3 result was above the customer's normal reference range. The customer repeated patient samples several times and obtained similar results above the customer's normal reference range. The initial elevated accutni+3 result was released out of the laboratory. There was a change in patient treatment as the patient was transferred to another hospital and admitted to the cardiac unit based upon the access results. The patient did not receive further treatment. Calibration and qc (quality control) parameters were all recovering within expected ranges at the time of the event. Information on the collection and centrifugation of the patient sample was not supplied. No issues with sample integrity were reported by the customer.